Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number (B)(6) generated repeated ¿restart pump 38¿ alerts consistent with a motor stall, paused insulin delivery, and could not be recovered after multiple restarts, prompting transition to back-up subcutaneous insulin and shipment of a replacement device. Symptoms included hyperglycemia with a reported peak blood glucose of 309 mg/dl and prolonged readings above 180 mg/dl, with high-glucose alerts over 90 minutes; no ketone-related illness, loss of consciousness, or other acute symptoms were reported. Outcomes included correction using back-up insulin and continued cgm monitoring without hospitalization or professional medical intervention beyond assistance from a school nurse. Investigation included remote troubleshooting and user education, confirmation of device alerts and high glucose, and coordination for device return and data synchronization guidance. Investigation of this case revealed a stalled motor event leading to suspended insulin delivery, consistent with a device mechanical malfunction affecting the pump drive system. It was concluded that the cause was a device mechanical failure related to the pump motor.